Manufacturer narrative:
Concomitant product: 407452 lead, implanted: (B)(6) 2008.

Event description:
It was reported that post generator change, a warning triggered due to low impedance on the right atrial (ra) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.